Event description:
It was reported that in the ICU, on a (B)(6) male infant weighing (B)(6), the guide wire shred. During passage of the catheter, the guide wire bent and shred. The catheter and wire were both removed. A PICC kit was opened and inserted successfully. There was a delay in treatment, but is unknown if it had caused harm to the pt. No complications or death to the pt occurred.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.